Event description:
It was reported an issue with novosyn suture. The client reported that the needle is not attached to sutures in packaging. It occurred before use.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch, one of them regarding this issue (needle detachment) and one regarding other issue (thread broke during surgery), both closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in b. Braun surgical's warehouse. We have received a picture from customer showing two open and manipulated samples: in both samples, the needle appears detached from the thread, but the thread is not still wound on the pack. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis, only a picture. Final conclusion: in spite of receiving a picture showing a defective samples, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.